Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, dry with residue and debris on the lens. Visual inspection found the lens haptic bent and residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -13.00 diopter, in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient complained of glare/halos and the problem was resolved. Another icl lens was not implanted.